Event description:
The customer reported that the vasoseal was used on 9/22/98 by another physician other than the complainant. On 9/24/98 the pt developed claudication symptoms extending from the thigh to the calf. On 9/30/98 dr performed femoral angiography; occlusion was found. Pt underwent right femoral endarterectomy on 10/1/98. Vasoseal plug was found on surface of artery extending intraluminally. No pathology report done. No further complications.